Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the power was dragging on the motor device. According to the or (operating room) staff, when the device was attached to an attachment device the power was not consistent and felt like it was struggling. The reporter stated that the issue still persisted when the attachment device was switched. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that there was no motor rotation. It was further determined that the vane in the motor was broken, the soft couple nut had begun to crack, and the back plate was scratched. This was indicative of the vane getting caught in the spindle gap while pressing against the back plate which helped the vanes to break off. It was further determined that there was also debris which made rotation difficult, thus creating what was described previously. The assignable root cause was determined to be due to worn out motor components from wear and normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.